Manufacturer narrative:
The reported fill volume for this pump was 240ml. The directions for use (dfu) (1303046, rev. H) contains a caution for underfilling the pump: "cautions: filling the pump less than nominal results in faster flow rate." A device history record was conducted, and all manufacturing operations were found to be within specification. Conclusion: a follow-up report will be filed when investigation has been completed.

Event description:
(Drug/diluent: fortum 4g) (cathplace: peripheral catheter) fast flow. Pump infused in 12 hours instead of 24 hours. (Fill volume: 240ml and flow rate: 10ml/hr). No adverse event reported. Date of event: (B)(6) 2011. Per dfu: the nominal fill volume: 270ml; flow rate: 10ml/hr.